Event description:
It was reported to philips that the device has bent battery pca pins. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) confirmed the bent battery pca pins. The device needs a battery pca. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and was put back into service.